Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: bard; sheath: brite tip 7fr sheath. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox plus balloon catheter noted blood on the balloon and shaft, consistent with the reported use in the patient. There was no contrast visible. The balloon was loosely folded, indicating that the balloon had been inflated as reported. The distal end of the balloon was wrinkled. There was no other damage noted to the balloon catheter. The balloon catheter was returned frozen in a non-abbott introducer sheath. The distal end of the balloon was located at the distal end of the introducer sheath. There was blood in and on the entire length of the returned introducer sheath. The tip of the returned introducer sheath was damaged. During functional testing, a new indeflator filled with water was used to inflate the balloon to rated burst pressure (rbp) of 8 atmospheres (atm). The balloon inflated to rbp with no anomalies noted. Negative pressure was pulled and the balloon deflated flat. An attempt was made to remove the returned balloon catheter from the returned non-abbott introducer sheath, but the returned balloon catheter could not be removed due to the balloon being flat confirming the reported difficulty. It is possible that during deflation, the balloon material interacted with associated devices, guiding catheter and/or anatomy disrupting the tri-fold and causing the balloon to deflate flat. Although the balloon refolded flat during the returned analysis, a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. Possible causes for difficulty in removing a dilatation catheter after inflation may include, but are not limited to, interaction of the balloon with a stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated, damage to the balloon, balloon refold, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. Based on the reported information, it is possible that the balloon refold may have contributed to the reported difficulty. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A conclusive cause for the reported difficulties could not be determined; however, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected for damage on the manufacturing line. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that the access site was brachial. A 7fr sheath was being used with the device. After successful dilatation of the lesion in the av fistula, after fully deflating the balloon, difficulties were experienced trying to remove the balloon through the sheath. Although the balloon appeared to be fully deflated, negative pressure was applied and a syringe was used to try to deflate the balloon further; however, this was unsuccessful. The balloon rewrap appeared to be poor. The sheath and the balloon were removed together from the patient. The procedure was continued with the placement of another 7fr sheath and the use of a non-abbott balloon catheter. No patient effects were reported. No additional information was provided.